Manufacturer narrative:
The device was returned for evaluation. Review of the device history records revealed no manufacturing issues. The returned sample was visually inspected upon receipt. It was confirmed that the quick connect was broken, with the sleeve no longer attached to the device. The spring and pin that secures the spring in place were also missing from the device. Based on the appearance of the tip of the hercules arm, and because the components of the quick connect were missing, the root cause of this issue is most likely damage during reprocessing or use causing the pin to become dislodged and the rqc to come apart. This event has been confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Terumo cardiovascular was made aware that this event occurred during cardiopulmonary bypass.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that the tip of the hercules iii universal stabilizer arm was broken. It is unknown when the event occurred; however, the product was changed out and the surgery was completed successfully. The user facility believes that a pin may have fallen out preventing the device from sliding with the spring action on the collar at the distal end. Although the user facility stated that there were no patient injuries, this event is being reported because it is unknown when the event occurred and if the fallen pin fell into the surgical field.